Event description:
It was reported that during a moderately calcified, mildly tortuous, right coronary artery stenting procedure, pre-dilatation was done with a non-abbott 3.0 x 12 mm balloon and a multi-link 8 stent delivery system was advanced meeting great resistance with a non-abbott guide catheter and not crossing the target lesion. The multi-link 8 stent delivery system was removed with resistance from the non-abbott guide catheter. Upon removal the multi-link 8 proximal stent struts were partially deployed. Another non-abbott stent delivery system was used with the same non-abbott guide catheter successfully for the procedure. There were no adverse patient effects or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent damage was confirmed; however, the stent was returned stationary on the stent delivery system between the balloon markers. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.